Event description:
Customer reported: a piece of hair was found in syringe 20ml. Found out prior to use.

Manufacturer narrative:
The picture received from the customer for evaluation of the impacted sol-m 20ml eccentric tip syringe w/o needle (bulk, sterile) ref (B)(4) lot 04403022 confirmed the complained issue, residual/foreign material-syringe (hair). However, no anomalies were found in all archived samples of the impacted sol-m 20ml eccentric tip syringe w/o needle (bulk, sterile) ref (B)(4) lot 04403022 checked. Based on manufacturing partner feedback, the reported problem could have been caused by the carelessness of the operator who did not carefully wear protective clothing and hats as required, and by the inspection operator who did not detect the defective part in time, causing it to be released onto the market. The manufacturer partner has personnel to inspect products at every production stage (from the injection molding, assembly, packaging, complete inspection and other processes). If defective products are detected, they are removed in time. For this reason, the complained issue is considered as an isolated case. Manufacturer partner retrained the related operators requiring all personnel to properly wear protective clothing and hats in designated areas before entering the production area; at the same time, cleaning staff should regularly clean the equipment and its work surface. The manufacturer partner retrained the full inspection staff and required each product to be checked one by one. If defective products with hair in the packaging are found, they should be removed in time to avoid entering the market. Sol-millennium will continue to monitor this kind of issue and in case the number of complaints increases, further evaluation and corrective actions will be taken. This report was initially submitted on 09/09/2024. Due to issues with displaying the initial submission, this submission contains both initial and supplemental information.

Manufacturer narrative:
This report when initially submitted encountered an internal issue potentially related to database connectivity. This issue was identified while implementing CAPA-57 which was opened following an FDA inspection.